Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. A pusher wire, and coil were returned for this complaint. Visual inspection was performed and the coil and pusher wire arms were not interlocked. The pusher wire was inspected, and it was kinked. The main coil was stretched, kinked and the interlocking arm was detached (the arm was not returned). Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached, and it was detached (the arm was not returned). Dimensional inspection of the pusher wire and main coil were performed and the measured dimensions on the delivery wire were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10mar2021. It was reported that the coil jammed occurred. The target lesion was located in the maxillofacial region. A 22mmx60cm 2d interlock coil was selected for use. During the procedure, it was noted that the coil could not be pushed out from the microcatheter. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed detached interlocking arm.